Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient stated he does not recall the event or experiencing any hypo-symptoms, but he was told by nurses he was unresponsive at the time. At the time of the event the patient was admitted in the hospital since the last two months (hospitalization was due to leg amputation, not related to a dexcom issue). While the patient was sleeping, the nursing staff in hospital noted that the dexcom reading was 4.8 mmol/l. A nurse double checked this reading with a fingerstick and the blood glucose reading was 1.8 mmol/l. The patient was unresponsive and was given glucose orally by the nurse. At the time of the report, patient had recovered and was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.